Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported stent dislodgement was confirmed. Based on visual inspection and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a diagonal branch artery. A 2.0 x 08 mm mini vision was being advanced to the artery when there was resistance in the left main and the stent dislodged from the catheter. The catheter was removed and a 2.0 x 08 mm balloon catheter was advanced to the left main and inflated inside the dislodged stent and the catheter, guide wire and guiding catheter were removed as one unit. After removal the guiding catheter was cut open and the balloon catheter and guide wire were examined but the stent could not be found. Angiography was performed; however, the stent was not found in the anatomy either so the procedure ended. There was no clinically significant delay in the procedure. No other information was provided.